Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, he noticed that the toothbrush snapped while brushing. He stated that the device had an oval cutout with rubber on each side and on top of the oval was where it cracked. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from unspecified to 18011sg m1. This report remains reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Retain sample for lot 18011sg m1 was evaluated and met specification. One toothbrush, lot 18011sg m1 was received. Toothbrush was cracked at the top of the thumb grip. It was speculated that the toothbrush was overloaded with force and the handle cracked in this area because of the compression force. During the over bend test of the validation no toothbrush was broken. The returned toothbrush lot was manufactured according to the specification. Based upon an acceptable document review, acceptable product and manufacturing history review, acceptable retain evaluation, and no adverse trends a root cause could not be determined. Although this complaint was verified due to the returned sample, the disposition of this complaint could not be confirmed as it could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, he noticed that the toothbrush snapped while brushing. He stated that the device had an oval cutout with rubber on each side and on top of the oval was where it cracked. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, he noticed that the toothbrush snapped while brushing. He stated that the device had an oval cutout with rubber on each side and on top of the oval was where it cracked. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from unspecified to 18011sg m1. This report remains reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, he noticed that the toothbrush snapped while brushing. He stated that the device had an oval cutout with rubber on each side and on top of the oval was where it cracked. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from unspecified to 18011sg m1. This report remains reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Retain sample for lot 18011sg m1 was evaluated and met specification. One toothbrush, lot 18011sg m1 was received. Toothbrush was cracked at the top of the thumb grip. It was speculated that the toothbrush was overloaded with force and the handle cracked in this area because of the compression force. During the over bend test of the validation no toothbrush was broken. The returned toothbrush lot was manufactured according to the specification. Based upon an acceptable document review, acceptable product and manufacturing history review, acceptable retain evaluation, and no adverse trends a root cause could not be determined. Although this complaint was verified due to the returned sample, the disposition of this complaint could not be confirmed as it could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information was received on (B)(4) 2013. The returned sample was broken however the breakage maybe has been due to excessive force during use. There was no consumer information regarding where the consumer held the brush or the force they used whilst using the brush. Although this complaint was verified due to the returned sample, the disposition of this complaint should be undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.